Manufacturer narrative:
An event of perivalvular leak (pvl), valve underexpansion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pvl and valve underexpansion could not be conclusively determined. A conclusive cause for the reported patient effects, and the relationship to the device, cannot be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Per the instructions for use, "do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." Information from the field indicated that more than 2 re-sheaths were performed. Since field is aware of IFU not followed letter will not be sent.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm portico ng/navitor valve was successfully implanted in a patient as part of a valve-in-valve procedure. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. The 25mm portico ng/navitor valve was re-sheathed a total of 3 times during procedure do to being deployed too high. The eccentric calcification was 0.88 and the final non-coronary cusp implant depth was 5mm. It's noted that there was valve under-expansion and transthoracic echocardiogram revealed moderate perivalvular leakage. The decision was made to perform a post-implant balloon aortic valvuloplasty using a 23mm non-abbott device. On (B)(6) 2024, it was noted via transthoracic echocardiogram, that there was paravalvular leakage (pvl) of the previously implanted 23mm trifecta valve. On (B)(6) 2024, the decision was made to perform an unknown surgical repair of the pvl. The patient discharged at the time of report.